Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that displayed as "low", specific value not provided. Cause was not known. Reportedly, customer passed out due to low bg and was taken to the emergency room (ER) and subsequently hospitalized. Customer was treated with carbohydrates and intravenous fluids of saline to address bg. Customer was discharged from the hospital on (B)(6) 24 with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.